Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was explanted due to an unknown reason.